Event description:
Same case as MFR#2134265-2012-00587, 2134265-2012-00590. It was reported that during a balloon treatment procedure, a shaft fracture occurred. Vascular access was gained via the femoral artery. The 90% stenosed, concentric, de novo lesion being treated was located in the severely tortuous and severely calcified circumflex (cx) artery with a significant bend of less than 45 degrees extending 40mm long and 2.5-3.5mm wide. The physician completed a successful rotation atherectomy of circumflex (cx) artery with 1.25mm burr. The physician then advanced a 2.0mmx15mm apex balloon to pre-dilate the lesion to 50% stenosis. When the physician advanced a 2.25mmx32mm ion stent delivery system to the vessel they experienced resistance while crossing the lesion and noticed a partial shaft fracture outside of the patient. As the device was withdrawn, the proximal shaft fractured and the 2.25mmx32mm ion stent delivery system was removed without complications. The physician then advanced a 2.25mmx28mm ion stent delivery system into the vessel but it would not cross the lesion. The proximal shaft was severely kinked so the physician removed the device from the patient. A 2.25mmx16mm ion stent delivery system was advanced to the lesion but was unable to cross. The proximal shaft fractured so the device was removed. A 2.25mmx16mm ion stent delivery system was then advanced into the vessel but was unable to cross the lesion. The physician noticed the stent was severely kinked and the proximal shaft was broken so the device was removed from the patient. The physician then advanced a 2.25mmx15mm non-bsc stent delivery system but was unable to cross the lesion. The patient will be rescheduled for more atherectomy and stenting. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #2134265-2012-00587, 2134265-2012-00590. It was reported that during a balloon treatment procedure, a shaft fracture occurred. Vascular access was gained via the femoral artery. The 90% stenosed, concentric, de novo lesion being treated was located in the severely tortuous and severely calcified circumflex (cx) artery with a significant bend of less than 45 degrees extending 40mm long and 2.5-3.5mm wide. The physician completed a successful rotation atherectomy of circumflex (cx) artery with 1.25mm burr. The physician then advanced a 2.0mmx15mm apex balloon to pre-dilate the lesion to 50% stenosis. When the physician advanced a 2.25mmx32mm ion stent delivery system to the vessel they experienced resistance while crossing the lesion and noticed a partial shaft fracture outside of the patient. As the device was withdrawn, the proximal shaft fractured and the 2.25mmx32mm ion stent delivery system was removed without complications. The physician then advanced a 2.25mmx28mm ion stent delivery system into the vessel but it would not cross the lesion. The proximal shaft was severely kinked so the physician removed the device from the patient. A 2.25mmx16mm ion stent delivery system was advanced to the lesion but was unable to cross. The proximal shaft fractured so the device was removed. A 2.25mmx16mm ion stent delivery system was then advanced into the vessel but was unable to cross the lesion. The physician noticed the stent was severely kinked and the proximal shaft was broken so the device was removed from the patient. The physician then advanced a 2.25mmx15mm non-bsc stent delivery system but was unable to cross the lesion. The patient will be rescheduled for more atherectomy and stenting. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was contrast in the inflation lumen. The hypotube was broken at 19cm from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The stent was centered between the markerbands on the tightly folded balloon. The first row of proximal stent struts was flared. Magnified inspection presented no damage or irregularities that could have caused or contributed to the hypotube broken and stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).